Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient had a follow up appointment. The CT shows the iliac limb is in the sac and no longer in the lcia, there is a type ib endoleak. The aneurysm is currently 65 mm in diameter. The patient was treated to extend the limb into the lcia; an endurant 16x28x124 was successfully implanted. The endoleak resolved. The physician stated that the cause of the event is unknown. No additional clinical sequelae were reported and the patient is fine.